Event description:
Device was used during a gastrectomy procedure involving one pt. Reportedly, the device would not fire. The procedure was completed with a second device. The hosp has reported no pt injury.